Manufacturer narrative:
Section d1: brand name has been corrected. Section d3: manufacturer information has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Section g1: contact office (and manufacturing site for devices) has been corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event cannot be conclusively established through this evaluation. An engineering investigation was initiated with the r&d team to further assess the reported event. Investigation of cardiomems signal acquisition in the presence of other medical devices found that although it is unlikely for the local radiofrequency emissions of other medical devices in use and/or implanted to have a direct impact on sensor signal acquisition these devices contain a significant amount of metal in a region close to the sensor¿s pulmonary artery placement location and may cause disruptions in the reflected radio frequency (rf) signal. Other factors, such as cables, sensor implant depth, sensor orientation, and patient location on reader (patient electronics system, pes), can also have a significant effect on the ability to acquire a valid signal. The investigation further stated patients may experience signal acquisition issues with coexistent implanted medical devices due to presence of metal within the sensing field. However, the presence of a medical device within this field should not be considered the sole contributing factor, but rather it is an accumulation of signal-affecting variables (such as sensor depth, sensor orientation, other metal in the patient environment). Since explant of the therapeutic medical device is not possible, attempts should be made to reduce the effect of the other signal-affecting variables. No further action is recommended based on this investigation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a difficult time getting their cardiomems device to sync after left ventricular assist device (lvad) implant. It was unknown if the lvad caused/contributed to the reported issues. It was noted that the patient's son noticed a difference in getting optimal position on the pillow post lvad implantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.